Manufacturer narrative:
B5: additional information received; it was reported that the device was inspected when taken out of the box and no issues were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A endurant ii stent graft was intended to be implanted during the endovascular treatment of a 52mm abdominal aortic aneurysm . It was reported during device preparation, it was observed that the upper end of the delivery system was slightly expanded even though the slider was not turned. Due to this defect the device was not inserted in the patient. A non-mdt (excluder) leg (plc121400j) was inserted and was successfully implanted. Per the physician the cause of the damaged delivery system was not determined but defect was observed, it was noted that there may have been no problem with insertion of the device, but as there was a replacement non mdt device the physician opted to utilize instead. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received ; it was confirmed that there was no damage to device's packaging. It was noted that the issue occurred when the device was attempted to be inserted and possibility of the delivery system slider being inadvertently rotated during preparation, potentially causing the stent to expand cannot be ruled out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position. Multiple kinks were evident to the graft cover immediately distal to the strain relief. The graft cover was fully advanced on receipt of the device with no evidence of premature deployment. No deformation was evident to the stent graft under the graft cover. No other deformation evident to the remainder of the device. The reported premature deployment could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.